Event description:
4, 100cc IV bags of 0.9% sodium chloride leaked. 3 of them were spiked and ready to use on patients. The nurse realized that the 4th IV bag was leaking prior to preparation for use.